Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states: the leur of the 60ml syringes are loose, leaking. The ECMO pump on the venous side are sucking air into the infusion line. The customer reports they got the drips from pharmacy in the 60cc syringes, but they do not connect well with the syringe tubing. They will tighten, but can continue to be screwed onto the tubing, so they never form a tight seal. Two hours after drip checks, the pump alarmed for air in line. One of the syringes had come almost completely unscrewed from the tubing and sucked air into the line. The pump alarmed, but it had allowed some air to go past the alaris pump. We took the line down and re-primed it. That is when we noticed the problem with it not forming a good seal on the tubing on all of the syringes. No air got into the circuit or to the patient.

Manufacturer narrative:
No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are in place to prevent nonconforming product in the manufacturing process. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.